Event description:
A 6 french arterial sheath deployed in the right femoral artery. The pigtail catheter was then passed in the aortic root. As the pigtail catheter was being passed into left ventricle (lv), the tip of the pigtail catheter and distal one third of the pigtail catheter was separated from the main shaft of the pigtail catheter without even any attempts at pushing the pigtail catheter. A gooseneck snare was used to catch the proximal tip of this free floating distal one third of the pigtail catheter.